Event description:
It was reported that a user experienced nocturnal hypoglycemia to approximately 60 mg/dl and did not awaken to sensor alarms because alerts were not audible, with the user also reporting inability to use the dexcom app for alerts while using the ilet. Symptoms included shakiness, sweating, or weakness consistent with hypoglycemia. Outcomes included transient physiological distress without reported injury, medical intervention, or hospitalization. Investigation included complaint review, user interview, and technical assessment of alarm functionality per available information. Investigation of this case revealed user-reported low alarm audibility during sleep and a known issue under engineering review for louder alarms, with no device return for evaluation. It was concluded that the event was consistent with hypoglycemia with an unclear cause, and that alarm audibility and third-party app limitation could have contributed to the user not responding to alerts. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.